Event description:
New episodes of bradycardia and apnea occurred. Oxygen sats decreased. Oxygen equipment was changed and pt improved immediately. Two other bubblers were immediately tested and found not to deliver oxygen at low flow rates.